Event description:
The customer's mother reported via phone call that the battery in the customer's insulin pump kept dying quickly and that he had to change batteries every four days. The customer also was not receiving insulin for a reason unknown to the customer's mother. The customer's blood glucose was unknown. It was confirmed that the issue did not result in a serious injury or hospitalization. The customer's mother explained that the issue had been going on for over a month. The customer had not received no delivery alarms. The customer stated that the battery cap looked intact, that the battery compartment was fine and that there was no moisture exposure or damage to the insulin pump. The customer mentioned that the insulin pump did not alarm when the battery was low and that the device would just die. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.